Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, pump flipping and migration are known possible risks of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Nurse contacted technical solutions reporting a patient's patient therapy controller (ptc) that would not connect to the patient's pump. Technical solutions asked the nurse to attempt to inquire the pump using their programmer. The nurse then reported that they could not communicate with the pump with the programmer. Technical solutions suggested doing an x-ray or palpating the implant site to determine if the pump had flipped. Nurse agreed that this was likely the case as the patient is on the heavier side. Later communication with the agent confirmed that the pump will be replaced with a medtronic device due to the patient needing frequent imaging, including MRI, as they have metastatic cancer. It was reported that the pump has flipped at least one time and has migrated down into the patient's buttock. Surgery is scheduled, but has not yet taken place.